Manufacturer narrative:
Batch review performed on (B)(6) 2022. Lot 153747: 60 items manufactured and released on (B)(6) 2015. Expiration date: 2020-11-01. No anomalies found related to the problem. To date, 58 items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 5 years and 10 months after the primary surgery, the patient came in reporting instability and the cause is unknown. The surgeon revised the insert (10mm) with a thicker one (14mm). The surgery was completed successfully.